Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Product samples were received for evaluation. Visual and functional testing were performed. Two (2) samples were received in new conditions inside their closed original packaging. Visual inspection was performed at 12" under normal lighting to received units. During the visual inspection, it was observed that products inside the trays don't match labelling, labelling is for a product with a v flange and the product inside the tray has a straight flange. The complaint is confirmed. A corrective and preventative action has been opened to address the reported issue and potential root cause. Containment actions were taken place immediately. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that two trachs tubes should have a v-flange but both of them were straight. They are sealed and unopened in the packaging still. No patient injury reported.